Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of five leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8665384. Product family: scs, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8674701.

Event description:
Related manufacturer reference number: 1627487-2023-01425, 1627487-2023-01427. It was reported the patient experienced ineffective stimulation due to three leads migrating. Surgical intervention took place wherein the system was explanted.